Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the device was not returned to olympus for evaluation of the condition of the device and confirmation of the reported complaint could not be performed. However, per past analysis results, it is likely that the needle was broken by the following mechanism: a bending force was applied to the needle tube when piercing the hard body tissue during the procedure. This caused the needle tube to bend excessively. When the needle slider was pulled, a force was applied to the needle tube in a direction to make it straight. This caused the needle tube to break. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿when inserting the instrument into the endoscope, the distal end of the needle tube may be bent. When piercing the target, confirm the distal end of the sheath and needle tube in the endoscopic field of view and/or ultrasound image while considering such bending. Otherwise, patient injuries such as perforation, bleeding, or mucous membrane damage may occur. Do not try to straighten a bent or deformed needle with your hands because the needle may break. Use a spare needle instead.¿ this supplemental report includes a correction to d8 to provide information that was inadvertently not included in the initial medwatch. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that a patient who underwent an endobronchial ultrasound (ebus) fine needle aspiration procedure that used a single use aspiration needle 21g was diagnosed to have a foreign body (metal part) by x-ray in the lung. A second bronchoscopy was performed in order to take out the metal part but without success. The metal part remains in the lung. The patient was left for monitoring in the hospital. The patient was released from the hospital and there was no report of worsening of condition related to the foreign body in the lung. Additional information received that the patient needs to undergo a magnetic resonance imaging due to patient's illness. Additionally, it was confirmed that a 19g needle was also used in the same procedure, hence, the metal coil could also be from this device. The needle was thrown into the trash by the staff. The hospital prohibited the continued use of ebus needles of same model. There were no reports of further patient or user harm associated with this event. Patient identifiers: (B)(6) - 1 (21g) of 2 needles; (B)(6) - 2 (19g) of 2 needles. This report is for (B)(6).

Manufacturer narrative:
This device is not expected to be returned for evaluation as it was reported to have been thrown into the trash by the staff. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.